Event description:
Event description: guidant received info that the pt implanted with this implantable cardioverter defibrillation (ICD), which is included in an advisory population, expired for unspecified cause. The family of the pt has retained legal counsel and filed a lawsuit.

Manufacturer narrative:
Event conclusion as of this report: the device has not been returned to guidant for analysis. There is no additional info related to this event. Guidant will continue to investigate the complaint, and if additional info becomes available, the event will be reopened. In june, 2005, guidant issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Mfg changes to prevent this failure were made in april and november of 2002. This device was manufactured before april, 2002, and is included in this population. While this device was part of the advisory polulation, guidant does not have sufficient info to determine if this device behaved in the manner described in the advisory.